Event description:
Pre-operative x-rays demonstrated spine rod and one bone screw appear to be broken. Intraopratively: spine construct removed using rod cutter and screw driver. A portion of the one screw which was broken off, remained in the bone. Could not be removed with out compromising the fusion. Other items: all the same (listed) MFR: #145 standard screw, assorted anatomic hooks, universal rod, and assorted washers, stops, and clips. This report is submitted late due to the amount of time it took to gather info about this specific removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.